Manufacturer narrative:
This event/information already reported under MFR report number 3012307300-2019-05200. MFR report number 3012307300-2019-05200 will be used to document the event as well as any further follow-up that may be needed.

Manufacturer narrative:
Event occurred in (B)(6).

Event description:
Information was received that a smiths medical cleo® 90 infusion catheter caused hyperglycemia. The reported blood sugar was 4.81g which required a 17u bolus of insulin to correct. The patient's blood sugar was then reported to come down to 4.18g and another 8 units of insulin was given. The catheter was changed out and the blood sugar returned to normal. There were no further reported adverse effects.